Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area pain/ pain") in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (removal). At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographic and concomitant disease added. Essure indication updated and lot number added. New event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, weight gain and hair loss were added. Treatment medication added. It was reported that pelvic pain was decreased shortly after removal. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain/ pain') in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multiparous. *current weight 245 lbs. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Leave taken from this job or other job for medical reasons-cyst removal of right ovary. Received treatment for pain, bleeding, bladder/ urinary problem, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: not provided. Lot number: a57121; manufacturing date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain/ pain') in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multiparous. *current weight 245 lbs. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Leave taken from this job or other job for medical reasons-cyst removal of right ovary. Received treatment for pain, bleeding, bladder/ urinary problem, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain/ pain') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multiparous. *current weight 245 lbs. Concurrent conditions included acne, dysuria, headache, uterine fibroid, abdominal pain and uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Leave taken from this job or other job for medical reasons-cyst removal of right ovary received treatment for pain, bleeding, bladder/ urinary problem, fatigue, hair loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position of bilateral essure coils and complete blockage of bilateral fallopian tubes just distal to the cornua.. Lot number: a57121 manufacturing date: 2012-10 expiration date: 2015-10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received. Event added: pid (acute pelvic inflammatory disease). Reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area pain/ pain") in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multiparous. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (removal). At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Diagnostic results: current weight 245 lbs. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: concomitant medication and events - depression, mental anguish and patient did not undergo an essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area pain/ pain") in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multiparous. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Diagnostic results: current weight 245 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain/ pain') in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multiparous. *current weight 245 lbs. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, alopecia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received regarding essure removal. As per current follow up essure device not removed. Leave taken from this job or other job for medical reasons-cyst removal of right ovary received treatment for pain, bleeding, bladder/ urinary problem, fatigue, hair loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.